Event description:
Bayer case number: (B)(4) occasional severe pain in the lower abdomen [lower abdominal pain], my body mass index is too high [body mass index high] , I have headaches [headache] , occasional severe pain in my ovaries [pain ovarian] , severe pain in the pubic area [pubic pain] , my stomach is also incredibly bloated, sometimes it looks like I'm 6 months pregnant [abdominal bloating] , I have vertigo and sometimes nausea to the point of vomiting [vertigo] , I have vertigo and sometimes nausea to the point of vomiting [nausea] , I have vertigo and sometimes nausea to the point of vomiting [vomiting] , my periods became really heavy after the essure placement [heavy periods] , I had never had period pains before this [period pains], I have low ferritin. A year and a half ago, it was measured to be 8 [ferritin low] , my weight started to increase after I had essure placed [weight gain] , it's incredibly difficult for me to lose weight, I've tried many different ways. [Inability to lose weight] . Case narrative: this spontaneous case was reported by a consumer and describes the occurrence of abdominal pain lower ("occasional severe pain in the lower abdomen") in a 35-year-old female patient who had essure inserted (lot no. C12700). Additional non-serious events are detailed below. The patient had a medical history of morbid obesity. On an unknown date, the patient had essure inserted. On unknown dates she experienced abdominal pain lower (seriousness criterion intervention required), headache ("I have headaches"), adnexa uteri pain ("occasional severe pain in my ovaries"), pubic pain ("severe pain in the pubic area"), abdominal distension ("my stomach is also incredibly bloated, sometimes it looks like I'm 6 months pregnant"), vertigo ("I have vertigo and sometimes nausea to the point of vomiting"), nausea ("I have vertigo and sometimes nausea to the point of vomiting"), vomiting ("I have vertigo and sometimes nausea to the point of vomiting"), heavy menstrual bleeding ("my periods became really heavy after the essure placement"), dysmenorrhoea ("I had never had period pains before this") and weight loss poor ("it's incredibly difficult for me to lose weight, I've tried many different ways.") And was found to have body mass index increased ("my body mass index is too high"), serum ferritin decreased ("I have low ferritin. A year and a half ago, it was measured to be 8") and weight increased ("my weight started to increase after I had essure placed"). The patient was treated with surgery (surgery scheduled to remove essure next month). Essure treatment was not changed. At the time of the report, the outcomes for these events were unknown. The reporter considered abdominal distension, abdominal pain lower, adnexa uteri pain, dysmenorrhoea, headache, heavy menstrual bleeding, nausea, pubic pain, serum ferritin decreased, vertigo, vomiting, weight increased and weight loss poor to be related to essure administration. No causality assessment was received for essure with regard to body mass index increased. The reporter commented: I would like these new removal instructions for essure implants, if possible. I have the implants in question, but no doctor or gynaecologist believes in their adverse effects in the body. And there are many such effects. I want to have removal surgery, but the doctor has not agreed to put me on the surgery waiting list because my body mass index is too high. What is it after all? I read somewhere that it had been increased, so in my case, it is a matter of only a few kilograms. And I would also like to know more about the surgery. So, it involves removing part of the fallopian tube, the area where the implant is? Not the whole fallopian tube? But as little as possible, right? The uterus is not in danger, right? Because I don't want to give it up. And it's incredibly difficult for me to lose weight, I've tried many different ways. But for me to get the surgery, it would have to be lower. I'm still trying all the time. I've cut out almost all the treats and sugar and I eat a healthy and varied diet, but nothing happens. I've been trying for 4 years. I have been in contact with doctors and a gynecologist, but they don't believe the symptoms are from essure. Now they are waiting for my weight to drop so they can move forward. A patient set for removal of essure. The reason for the removal is unclear I am having my essure implants removed next month, and I would like to have the instructions regarding the removal procedure. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index: 40.6 kg/sqm. Batch no.c12700, production date:2014-01-08, expiration date:2017-01-31. Quality-safety evaluation of ptc: for essure: unconfirmed quality defect the most recent follow-up information incorporated above includes data received on: 24-feb-2026: case became serious incident. Essure removal details updated. Annex f codes updated accordingly. Reporter causality comment added. Upon internal review, event "my body mass index is too high" is downgraded to non- serious event. Case comments: a technical investigation will conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report. In case a sample is received the investigation might lead to destruction of the sample if required to perform a proper analysis.